Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer also reported that insulin pump did not alarm even when cannula was bent. The insulin pump was having a loud humming noise during rewind. The customer¿s blood glucose at the time of event was over 600 mg/dl. The customer had felt dehydrated as symptoms of high blood glucose value. The customer was admitted to the hospital emergency room for treating high blood glucose on (B)(6) 2022. The auto mode was not activated at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was successfully performed; however, it was unknown if the customer will discontinue using the device or not. The product was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged absence of no delivery alarm/insulin flow blocked alarm, rewind anomaly, audio anomaly/humming noise during rewind, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2022. Also, on case (B)(4), svn#: (B)(4). Customer returned pump for an alleged blank display and battery cap cracked/damaged found on (B)(6) 2021. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly during the basic occlusion test, force sensor test and occlusion test. The pump was monitored for several days and no blank display noted. The pump was monitored and no rewind anomaly or humming noise during rewind noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/10/2022 to 10/28/2022. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date on (B)(6) 2021. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Absence of no delivery alarm/insulin flow blocked alarm, rewind anomaly and audio anomaly/humming noise during rewind were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.